Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced excessive bleeding and hematoma after inserting the abbott diabetes care (adc) device. It was indicated that the customer was able to self-treat (unspecified). There was no report of death or permanent injury associated with this event.

Event description:
The customer experienced excessive bleeding and hematoma after inserting the abbott diabetes care (adc) device. It was indicated that the customer was able to self-treat (unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor, cap and applicator. Observed applicator had fired correctly, puck carrier was removed and visual inspection was performed on the sharp and sharp carrier and no issues were observed. Data was downloaded successfully, puck generation value was 1. Therefore, this issue is not confirmed. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.